Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter stated that the pump was emitting multiple loss of prime warnings after the site, infusion set, and cartridge were changed. The reporter allegedly changed the supplies and primed again whenever the warning was emitted, and the warnings then stopped. The reporter was advised during troubleshooting to contact animas if any of the loss of prime warnings could not be cleared. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.